Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was anoxic encephalopathy and aspiration pneumonia. The caller stated that the customer had a diabetic coma when they fell, that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of the fall. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The customer's insulin pump got broken when they fell. The caller agreed to return the insulin pump for analysis. Frn-unk-rsvr. Unomed set.

Manufacturer narrative:
The correct information has been included with this report.

Event description:
It was reported that there was something that happened with the customer but they're unsure if it was the pump. The customer went extremely low and was bleeding from the nose. The customer was wearing the insulin pump at the time of passing.